Manufacturer narrative:
Reader (B)(6) has been returned and investigated with retained test strips. Visual inspection has been performed on the returned reader and minor usb port damage was observed. The reader did not power on with button, strip or usb cable insertion. The reader was connected with pc and software did not able to recognize the reader. The reader was sent for further investigation and de-cased. Internal visual inspection was performed on the reader's pcba (printed circuit board assembly) and burn marks were observed on the pcba's components. Further extended investigation was performed, burn marks were observed on the resistors near to the chip and minor usb port damage was observed. It has been determined that the observed burn damage is consistent with the reader being exposed to microwave frequencies, causing damage to the pcba and lcd (liquid crystal display). Tried to power on the reader but was unable to do with button depression, strip insertion, or connecting through a universal serial bus (usb) cable. Therefore, issue is not confirmed to use. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter were reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. This also serves as a correction report. Section h11 (additional MFR narrative) was incorrectly documented in initial report. The correction has been made in this report. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated with retained test strips. Visual inspection has been performed on the returned reader and minor usb port damage was observed. The reader did not power on with button, test strips, or usb cable. The reader was sent for further investigation and de-cased. Internal visual inspection was performed on the reader's pcba (printed circuit board assembly) and burn marks were observed on the pcba's components. Further extended investigation was performed, burn marks were observed on the resistors near and on the u9 chip. It has been determined that the observed burn damage is consistent with the reader being exposed to microwave frequencies, causing damage to the pcba and lcd (liquid crystal display). Therefore, the issue is not confirmed to a user issue. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.